Event description:
It was reported that the patient was experiencing edema with glazing at the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The complaint was not confirmed since no samples, pictures or videos were received to perform a thorough investigation. D5 operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.